Event description:
It is reported that the physician attempted to implant a resolute integrity drug eluting stent. The device was placed across the lesion; however, the physician was unable to inflate the device. The physician thought it to be a pin hole in the balloon. The stent was removed without incident or harm to the patient. An identical resolute integrity was placed across the lesion and deployed. No clinical sequelae reported. Device evaluation: the distal tip was damaged and slightly bunched. The proximal balloon folds were partially opened and disturbed. There was blood present in the inflation lumen and balloon. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe. An attempt was made to inflate the device using an in deflator, the device would not hold pressure. A short radial tear was located on the proximal pillow of the balloon fold.

Manufacturer narrative:
Evaluation results and conclusion: (procedure related). (Balloon rupture). (B)(4).